Event description:
Related manufacturer report number: 3006705815-2022-15096. It was reported that the patient was put on antibiotics due to drainage and signs of infection at the lead insertion site. When the physician saw the patient, it was noted that the patient looked healthy and was healing properly. No further intervention is planned.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.